Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that around (B)(6) 2013, she did not hear cgm's alerts while at work. Patient was in a meeting at work when she lost consciousness and collapsed. Coworkers called paramedics and patient was treated with glucagon. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of her call to dexcom technical support, patient was feeling better.